Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that post-operatively the patient returned to the operating room for re-exploration regarding surgical bleeding. Delayed centrimag was implanted as rvad. On (B)(6) 2019 pre-extubation left sided weakness was noted. On (B)(6) 2019 post extubation patient went for CT without contrast which revealed probable subacute left superior cerebellar infarction without gross hemorrhage. As of (B)(6) 2019 patient has gross movement. No additional information will be provided by the account. This is all the information they will provide as patient has improved. No further or additional information was provided.

Manufacturer narrative:
Section a2: correction. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported events could not be conclusively established through this evaluation. It was reported that post-operation the patient returned to the or for re-exploration regarding surgical bleeding. A delayed centrimag was implanted as an rvad. On (B)(6) 2019, pre-extubation left-sided weakness was noted. On (B)(6) 2019, post extubation, the patient went for a CT without contrast which revealed probable subacute left superior cerebellar infarction without gross hemorrhage. No alarms were reported for the event. As of (B)(6) 2019, the patient has gross movement. It was reported that no additional information will be provided by the account. The patient remains ongoing on vad support and no further issues have been reported. The heartmate 3 lvas IFU lists bleeding, stroke, and right heart failure as adverse events that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.